Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. It was reported that the patient had a "behavioral issue and would mess with the pump and flip it". The patient/device information, the event date, the drug in the pump at the time of the event, the patient's other medications/pertinent medical history, the troubleshooting/diagnostics performed, the actions/interventions taken, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.